Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application crashed was confirmed. Analysis of the service logs found the customer comment that dotted lines appeared in the electrograms (egm) was confirmed. Analysis of the service logs found the customer comment that the application lost connection was confirmed. Analysis of the service logs found the customer comment that the application displayed a white screen unexpected error occurred was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application crashed spontaneously when performing tests during an implanted device interrogation. It was noted that the application was relaunched, however dotted lines appeared in the electrograms (egm). It was further that the application lost connection with either the mobile programmer or the patient connector. Troubleshooting steps were taken to include reestablishing connection to complete the interrogation. Additionally, it was noted that the application displayed a white screen unexpected error occurred message between patient cases. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: e. Initial reporter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.